Event description:
A company representative reported that two xia set screws migrated post-operatively. The patient has been revised. This report captures the second of two migrated set screws.

Manufacturer narrative:
Additional data: d1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that two xia set screws migrated post-operatively. The patient has been revised. This report captures the second of two migrated set screws.